Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a routine device check in (B)(6), this pacemaker indicated a longevity of less than 0.5 years remaining. At a subsequent device check in (B)(6), the device again indicated less than 0.5 years of longevity remaining. Now in (B)(6), the device is showing 1 year remaining. It was noted that auto capture was 3.5 volts in (B)(6), and now in (B)(6) it is 1.1 volts. Boston scientific technical services discussed the change in longevity estimates was likely due to the changes in outputs. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was later explanted and returned for analysis. No adverse patient effects were reported.